Event description:
During an elective procedure it was noticed that there was bleeding through the left branch of the graft. The quanitity of blood lost was reported as 2600ml. The surgeon indicated that the pt had severe anemia after the operation. The procedure was prolonged due to the time taken in attempting to control the bleeding. The surgeon also had to place single add'l sutures to the site of bleeding. The surgeon's opinion was that the pt died of an acute myocardial infarction. The surgeon indicated that he believed the event was device related.